Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that lubricant was missing from foley tray. Per follow up information received on 21april2025, it was reported that foley catheter placed at the beginning of the case balloon inflated with 10ml of sterile water. No problems noted throughout case. When doctor was removed the catheter at the end of the case, they were unable to draw the fluid out of the balloon and instead got back 2ml of blood-tinged fluid. They could not pull the catheter out until they cut the catheter with scissors. The balloon was noted to be broken when the catheter was removed. Then planned cystoscopy was performed. No balloon fragments noted in the bladder. They performed a cystoscopy which was already a planned part of the procedure.

Event description:
It was reported that lubricant was missing from foley tray. Per follow up information received on 21april2025, it was reported that foley catheter placed at the beginning of the case balloon inflated with 10ml of sterile water. No problems noted throughout case. When doctor was removed the catheter at the end of the case, they were unable to draw the fluid out of the balloon and instead got back 2ml of blood-tinged fluid. They could not pull the catheter out until they cut the catheter with scissors. The balloon was noted to be broken when the catheter was removed. Then planned cystoscopy was performed. No balloon fragments noted in the bladder. They performed a cystoscopy which was already a planned part of the procedure.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.